Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the screen to turn on was confirmed by operational check. It was confirmed that no error indicating a device failure was recorded in the error log. It was determined that the issue was caused by the lcd failure the device's lcd was replaced to address the issue. In addition, the trilogy o2 pm1 kit was replaced to prevent failure.